Event description:
A patient reported blood glucose results of 349 mg/dl with a lifescan meter and 239 mg/dl on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The patient was treated with IV. Test strips were in good condition and not expired. The patient did not have control solution to check the test strips. The technique of applying blood on the test strips was correct. Customer service sent the patient a replacement meter.